Manufacturer narrative:
Concomitant medical product: model: ddbb1d1, ICD; implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented with erosion of their implantable cardioverter defibrillator (ICD) through the skin surface but without fevers, chills, bacteremia, leukocytosis, or other signs of systemic infection. A transesophageal echocardiogram (tee) demonstrated multiple mobile echodensities attached to the right ventricular (rv) lead. The patient's ICD system was extracted due to erosion and possible infection. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.